Manufacturer narrative:
Concomitant products: selection catheter davis cath (5f). Pre balloon : aviator 4x40 / stent : 8x40. A report was received that resistance/friction was experienced when removing an 8 x 40mm precise pro rx carotid system from a 5mm angioguard rx embolic protection device after having deployed the stent. The angioguard filter was closed ¿a little¿ and pulled into the capture sheath and removed from the patient as a single unit with no reported patient injury. The event involved a (B)(6) male patient undergoing a percutaneous intervention of a target lesion in the bifurcation of left carotid artery. The target lesion was noted to have pre-existing thrombus located in the mid portion of the lesion. The patient¿s vasculature was accessed via an ipsilateral approach from the left femoral artery. The site reported that the advancement and tracking of the sds was a little difficulty encountered but no unusual force was used at any time. The sds was noted to have passed through an acute bend but it was reported to be ¿not that acute.¿ the lesion was crossed with the angioguard guidewire and the precise pro rx stent delivery system (sds) and the stent successfully deployed. The site reported that the devices had been stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual about the devices prior to use. When the physician attempted to remove the sds, resistance/friction with the angioguard wire was encountered. The angioguard filter was closed ¿a little bit,¿ pulled into the capture sheath and removed from the patient as a single unit with no reported patient injury. One non-sterile 5mm basket, medium support angioguard unit was received inserted inside a precise pro rx . The filter basket introducer, coil dispenser and peel away guide components were not returned with the device. Per the visual analysis, several kink/bent conditions were found on the received device along with material peeled off conditions. The filter was found to be bent and no damages were found at the distal tip. No other issues were found. The device was retrieved from the received precise pro rx and resistance friction was felt at the damaged and kinked areas. The functional analysis could not be performed due to the condition of the returned device. A review of the manufacturing records for this lot revealed that it met specification prior to release. The reported angioguard ¿embolic capture guidewire (ecgw) ¿ resistance/friction-during withdrawal of sds¿ event was confirmed based on the results of the functional analysis. The cause of the filter bend, wire kink and peeled off material condition of the returned device could not be conclusively determined. The reported precise ¿inner shaft ¿ resistance/friction¿ event was not confirmed based on the results of the functional analysis with a lab sample guidewire. The cause of the event could not be conclusively determined. The angioguard IFU instructs the user to collapse the filter basket by advancing the capture sheath until the distal capture sheath marker is adjacent to the proximal filter basket marker band. Using fluoroscopy, the user is to confirm filter basket closure by ensuring reduction of the diameter of the radiopaque strut marker bands. The IFU instructs to not try removing the angioguard rx by only pulling on the capture sheath and to never pull the capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, the user is instructed to reposition the capture sheath to ensure that the filter basket is properly seated into the captured sheath. The user should remove the device by grasping the guidewire and capture sheath together near the hemovalve from the guiding catheter or sheath as a single unit. Care should be taken when pulling the basket through the open hemovalve to avoid potential release of captured emboli. Based pm the information available for review, there are vessel characteristics (vessel tortuosity and lesion within bifurcation) and procedural factors (resistance during advancement) that may have contributed to the reported events. Neither the device history record review nor the product analysis suggests that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During a left carotid artery stenting case, after stenting with a precise pro rx stent, the operator was trying to pull back and get rid of stent shaft from the wire if a 5mm medium support angioguard embolic protection device. However, he could not pull stent shaft out and seemed like the wire got stuck somewhere inside of stent's inner shaft. Detaching the wire from the stent inner shaft could not be done so the operator pulled the angioguard filter a little bit down and the stent catheter into the shuttle sheath and pulled all the devices out together to finish the procedure. The devices were returned and analysis of the angioguard device indicated that the coating on the angioguard delaminated. There was no reported patient injury . The products were stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about either device prior to use. The intended lesion was located at the carotid bifurcation. The stent delivery system passed through an acute bend but it was "not that acute." Delivery of the sds to the lesion was the left femoral to left carotid. It was a bit difficulty while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. Thrombus was present at the mid portion of the lesion there was a thrombus that was pre-existing. It was not easy to withdraw the shaft. The patient was in normal condition and the procedure was successfully completed.